Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed possible causes and reviewed troubleshooting options. This ICD and rv lead remain in service. No adverse patient effects were reported.